Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that there were loss of prime warnings. The reporter stated that the patient had primed while attached and that their blood glucose had gone below 70 mg/dl but not below 40 mg/dl with no symptoms of hypoglycemia. The alleged blood glucose excursion does not meet criteria for a serious injury. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.